Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-apr-2023. H6: investigation summary: bd received a sealed 22 gauge insyte autoguard device from lot 2243842 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible damage or deformities. Next, the engineer attempted to break the tip adhesion on the unit and retract the needle. The engineer observed some resistance when attempting to break the adhesion. Next, the engineer used a microscope to inspect the device's tip. Excessive lube was found on the tip. Finally, the engineer attempted to retract the device after breaking the tip adhesion. The device retracted successfully with no resistance or delay observed. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify an issue with the tip adhesion but could not verify any issues with the needle retraction. During the lubrication process silicone was placed on the catheter for tipping and incorrect equipment settings can cause an excessive amount of lube to be administered.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: can you please provide the ref# of the product? Unknown. Can you please provide the lot# of the product? Lot #2243842. Was there any patient impact? No patient impact ¿ rn had to get another needle. If so, what was the outcome? N/a. Can you describe in detail what the reported issue is? The techs are reporting that the catheter is sticking and the button is not always retracting the needle on the first press.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: can you please provide the ref# of the product? Unknown can you please provide the lot# of the product? Lot #2243842 was there any patient impact? No patient impact ¿ rn had to get another needle if so, what was the outcome? N/a can you describe in detail what the reported issue is? The techs are reporting that the catheter is sticking and the button is not always retracting the needle on the first press.